Manufacturer narrative:
Batch review performed on 26 june 2019: lot 153974: (B)(4) items manufactured and released on 18-nov-2015. Expiration date: 2020-10-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs department partial hip revision (stem and head) performed 3 years and 4 months after cementless total hip arthroplasty. Radiographic image provided show the presence of radiolucent lines in gruen zones 1 and 7. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 3 years and 4 months from the primary due to aseptic loosening of amistem-h 3 std. Amistem h and the ball head have been revised.